Event description:
This rv lead was implanted on (B)(6) 2008 and remain implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).